Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this left ventricular (lv) lead was overtly obese which caused the lead to lose slack. The lead was surgically explanted. No additional adverse patient effects were reported.